Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While preparing the tibia tray, the surgeon dropped 2 x pins into the tibial. The pins remain in the patient.

Manufacturer narrative:
The device associated with this report were not returned and is presumed yet implanted. Patient x-rays were requested. No patient x-rays were received. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search against product code 217863123 finds no additional reports of pins being left in the patient. The root cause of the pins becoming dropped into the tibia is unknown. No evidence was found indicating product error or malfunction were contributing factors to the reported event and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.